Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. There was no reported adverse effect to the customer's blood glucose level. The customer was advised to remove an obstruction from the speaker holes on the back of the pump and to gently clean the area to resolve the issue.